Event description:
Based on the information currently provided and available, it was reported that on (B)(6) 2025 at approximately 2100, a nurse had made patient rounds and confirmed that the device (trilogy evo) was operating without issue. At approximately 2300, the nurse had conducted patient rounds again and found the device was in standby mode, whereby no device therapy was being delivered to the patient. It was reported that no alarm sounded at the time of the event. The patient was found apneic, and a physician was called upon and medical intervention (resuscitation efforts) provided, however the patient was noted to have expired. It was confirmed that the patient could not operate the device themselves, and further investigation is being conducted by local prefecture police. The 77-year-old female patient had a primary disease of amyotrophic lateral sclerosis (als) and had been using the device for 12 months for ventilation therapy. The subject device has been collected from the healthcare facility and sent to the manufacturer's repair center for investigation including review of the device event logs. Further information gathering is required to determine specificities regarding any causal nature or contributory factors. Good faith efforts to obtain additional clarifying information are currently being conducted. A follow-up report will be submitted when the manufacturer's investigation is complete.